Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the rolling loop fiber were found to be damaged/misaligned, that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards was found to be failing on the axes controller (acc), replicating the reported event. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able concluded that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 was disabled due to a fault. Tse troubleshooting first had the site power cycle the system, and the fault returned. The site then performed a hard power cycle on the power supply/controller, and the error still remained. Logs were reviewed and showed a fault indicating a node does not present for the arm communication controller in the arm network for unit 1, along with a communication link error reported downstream to that controller. The procedure was converted to another dv system with no reported injury. Intuitive followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.